Event description:
Boston scientific has become aware of the following event: the tip of the device was broken and it seemed to become separated during insertion outside the patient. The device was withdrawn and changed the device to another with the same device. The lesion being treated was cto and calcified in sfa.